Manufacturer narrative:
This report is submitted on january 10, 2018, (B)(4).

Event description:
It was reported that the patient experienced recurrent infections at the implant site, resulting in device non-use. Additional information has been requested; however, not yet made available as of the date of this report.